Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging inaccurately high results. No specific meter results were obtained at this time. This complaint is being reported because it is not known if the reported results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.